Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. Product ID: 8782 serial# (B)(4), implanted: (B)(4) 2013, product type; catheter. F(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Interrogation of the device revealed it was delivering preservative free normal saline upon it being received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient experienced a painful pump site, which was of mild severity. Examination results were abnormal, revealing pain at the pump site and surrounding area. The pump was not infected, just painful for the patient. The patient requested removal. On (B)(6) 2014, the pump was explanted and was not replaced. The pump was not being used to infuse baclofen or morphine sulfate. As of (B)(6) 2014, the event was unresolved and no further actions were planned. The drug in the pump was unknown. It was further reported that the pain was not related to the device, and that it was unknown if it was related to the procedure. The pump was being used to deliver sufenta and bupivacaine.

Event description:
Additional information received reported that the patient wanted the pump removed because it did not meet the expectation of pain control and the patient was unsatisfied.